Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) units auto inflation failed. There was no patient involvement.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the unit, first, connected the balloon using the built-in frequency or simulator, but the machine could not be started. After pressing the start button, the fse observed that the blue curve of the balloon began to slide down, and the balloon was pumped with negative pressure. Ten seconds later, the alarm of automatic inflation failure began. During the process of iab inflation and negative pressure, it was obvious that the compressor did not accelerate and the low negative pressure could be seen in the alarm log. The fse observed that the negative pressure of the equipment was -295mmhg, and the positive pressure was 390mmhg. After restarting it again, the balloon was still not able to work and the unit alarms and automatically inflates failure. All projects passed the background test. The performance of the compressor in the subsequent test was passed. After the compressor test was completed, the system returned to normal, and the compressor accelerated normally during the iab charging stage. The issue was solved by impact. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.